Event description:
At 5:39, paramedics arrived at the home of a 90 year old female pt with weak pulse at 30 beats per minute, no blood pressure, agonal respiration, decreased mental status, cyanotic lips & junctional rhythm. Downtime was approx. 5 minutes. CPR was started, & pt was intubated. At 5:50 there was no pulse. Pt reintubated & intravenous were begun. Epinephrine was given. Rhythm changed to pulseless electrical activity. Atropine was given. At 6:02 the rhythm changed to ventricular fibrillation. The defibrillator was charged, but would not fire. A second defibrillator was obtained & 200j shock was applied at 6:10. Rhythm changed to asystole. Atropine was given. At 6:14 rhythm changed to ventricular fibrillation. A 200j shock was applied followed by a 360j shock. Rhythm was asystole followed by ventricular fibrillation. 360j shocks were applied at 6:15, 6:18, & 6:20 with similar result. The pt did not survive. The event is not occurring more frequently or with greater severity than is usual for the device.